Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2019, the device was placed with the patient. An evaluation of the device was completed on (B)(6) 2020. Initial testing of the device by kci quality engineering found the pressure transducer checks out of specifications. This did not impact the ability of the device to maintain a seal or provide negative pressure with no leak alarms during overnight testing. The y-connectors in use at the time of the event were not available for return nor were lot numbers provided so a device history record review could not be performed. Information from the patient's nurse attribute the patient's infection to dressing application errors as dressing changes were completed primarily by a family member and prone to errors. A review of the device history logs found numerous leak alarms which are commonly caused by dressing application errors.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. Information from the patient's nurse attribute the patient's infection to dressing application errors as dressing changes were completed primarily by a family member and prone to errors. A review of the device history logs found numerous leak alarms which are commonly caused by dressing application errors. This event is being reported as a potential user error.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The nurse reported that the patient's family member was performing most of the dressing changes thus the dressing changes are more prone to errors. This event is being reported as a potential user error. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 19-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ therapy system was removed allegedly due to an infection that traveled from the patient's sacrum to a previously healed flap. The patient allegedly underwent an incision and debridement due to the infection. The patient alleged the infection was due to user error with v.a.c.® dressing changes and technical issues with the activ.a.c.¿ therapy system and v.a.c.® y-connector. On 17-jun-2020, the following information was reported to kci by the physician's nurse: the nurse does not think the infection was caused by the activ.a.c.¿ therapy system as the patient is still receiving activ.a.c.¿ therapy. The nurse reported that the patient's family member was performing most of the dressing changes thus the dressing changes are more prone to errors. The trained home health nurse was visiting in between the dressing changes performed by the patient's family member. Per review of kci records, the patient continues to use the activ.a.c.¿ therapy system with no v.a.c.® therapy holds noted. The v.a.c.® granufoam¿ dressing and v.a.c.® y-connector lot numbers were not available, therefore, device history record reviews could not be performed. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.